Manufacturer narrative:
Investigation evaluation: a review of the dimensional verification, complaint history, device history record, drawing, instructions for use (IFU), manufacturers instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that two cracks were noted in the hub. The balloon appeared not to have been inflated. Black and red flakes were noted inside the balloon folds that appeared to be biohazard material. The flakes were easily removed once the balloon folds were opened. The flakes dissolved when exposed to isopropyl alcohol. The two hub cracks were noted 1.0cm and 1.4cm from the hub respectfully from the proximal end of the balloon port. The catheter length and the unfolded balloon were found to be within specification. However, the balloon could not be fully measured as the cracks in the hub deterred inflation of the balloon to nominal pressure. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed one nonconforming event which could contribute to this failure mode. However, the affect unit was scrapped and not replaced prior to order completion. It should also be noted there were no other reported complaints for this lot number. Furthermore, a review of the manufactures instructions and quality control procedures was conducted, and no gaps were discovered. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, the hub of the advance 35 lp low profile balloon catheter cracked upon attaching another manufacturer's insufflator inflation device during an unspecified angioplasty procedure. The advance 35 lp low profile balloon catheter was inserted into the patient, but not inflated prior to the hub cracking. At this point, the device was removed, another balloon device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.